Event description:
The customer reported they have had two occurrences of 3rd degree patient burns on the distal ankle during procedures. A second one occurred (B)(6) 2010 (see MFR report # 1717344-2010-00338). An emg monitoring machine was in use. Emg electrodes were placed on the patient's ankles. The electrodes on the patient's ankles are used to stimulate nerves. Two forcefxc generators were in use for the procedure, with two pads placed on the patient posterior both thighs. The generator was set at 30-50 setting. The procedure was a lumbar decompression; t10-sacrum and pelvis instrumentation for adult degenerative scoliosis, ssep and mep monitoring used. The injury on the right ankle was 1 x .8 cm and treated with duoderm. On (B)(6) the left ankle was completely healed and the right ankle was almost healed.

Manufacturer narrative:
(B)(4). Date of follow-up report: 01/17/2011. Generator s/n (B)(4) was found to operate to specification. Generator s/n (B)(4) was found to fail the high frequence leakage test due to a failed relay on the rf power supply board. This failure may have contributed to the reported condition. The relay was returned to the manufacturer and their evaluation found that the relay had been over powered causing internal components of the relay to heat, melt and short. This is believed to be an isolated failure of this failure mode for high voltage relay. Initial report sent: (B)(6) 2010 under MDR number 1717344-2010-00340. Date sent: (B)(6) 2014.